Event description:
It was reported the high flow insufflation unit, emitted a continuous beep and switches off, it was turned its back on, but the same issue appeared few minutes later again. The issue occurred during an unspecific procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.